Event description:
The customer reported that during pre-operation check for a radio frequency ablation procedure, nothing wrong was found. However, 5 minutes into the procedure, water leaked from between the needle and grip. The procedure was completed with another needle electrode.

Manufacturer narrative:
(B) (4). (B) (4). The incident sample was not returned for evaluation; therefore, an evaluation could not be performed. Valleylab labeling regarding the setup of the cool-tip system includes the use of sterile water, which prevents unintended contamination of the sterile field. Continuous improvements to tubing set design have significantly reduced the trend in leakage complaints. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.